Manufacturer narrative:
Since the subject device was not returned, olympus medical systems corp. (Omsc) could not investigate the subject device. The exact cause of the reported event could not be conclusively determined. But omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of sorc, omsc surmised it might be occurred due to the user's insufficient or inappropriate reprocess. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user that the dark reddish-brown colored water like oil dropped from the instrument channel of the subject device during the cleaning with a brush. It had been past 30 days from previous use. At the inspection for the repair, sorc found that there was no air/water leakage which might be related to the reported phenomenon. Also, there were not any damages or foreign objects inside of the instrument channel. Sorc considered that the subject device had no failure. It was not provided the other detailed information. There was no patient injury associated with this report.